Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after plastic surgery, there were several problems with wound healing after using the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after plastic surgery, there were several problems with wound healing after using the device. During inspection the doctor observed in the healed wound exudation, an allergic reaction occurs and suture appeared. The plastic surgeon had to remove the defective suture and use the new one. The patient had to be treated once again and several subsequent ambulatory visits were needed.